Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received a possible inappropriate shock. It appears on the episode that initial tachycardia detection was withheld but then overridden and therapy was not suspended due to the sinus tachycardia rule. The device remains in use. No further patient complications have been reported as a result of this event.